Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that customer alleged that insulin pump had over delivered insulin. Customer's current blood glucose level was 84 mg/dl. It was known that customer was using the insulin pump system within 48 hours of reported low blood glucose event. It was unknown that auto mode feature was active at the time of incident. Customer was treated with food and glucose tablets. It was found that customer had experienced symptom at the time of low blood glucose level including weakness and shaking. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.